Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report #35 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).

Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, an abrupt closure event occurred post-atherectomy. Two lesions were treated. The sfa lesion was 80% stenotic, moderately calcified, and 90 mm in length. The popliteal (pop) artery lesion was 90% stenotic, mildly calcified, and 30 mm in length. Three patent run-off vessels were present prior to therapy. The sfa lesion was teated with a 2.0 mm solid crown oad which was spun at low speed for four runs (30 sec, 30 sec, 29 sec, 30 sec), at medium speed for four runs (20 sec each), and at high speed for two runs (20 sec, 25 sec) for a total run time of 4 min, 04 sec. The residual stenosis was 30%. The pop lesion was treated with a 2.0 mm solid crown oad which was spun at low speed for three runs (30 sec, 25 sec, 20 sec), at medium speed for three runs (20 sec, 25 sec, 30 sec), and at high speed for two runs (20 sec, 25 sec) for a total run time of 3 min, 15 sec. The residual stenosis was 20%. At this point, an abrupt vessel closure event was noted. An export aspiration catheter was successfully used in the pop artery. The sfa lesion was then treated with a 5.0 x 120 mm savvy balloon inflated three times to 3atms each. The total inflation time was 4 mins, 30 sec and the residual stenosis was 10%. The pop lesion was treated with a 50 x 40 mm savvy balloon inflated three times to 3atms each. The total inflation time was 4 mins, 30 sec and the residual stenosis was 10%. The pop lesion was treated with a 5.0 x 40 mm savvy balloon inflated twice to 2atms each for a total inflation time of 2 mins, 30 sec. The residual stenosis was 5%. An unspecified size bare metal stent was then placed from the pop artery to the tpt artery which successfully treated the abrupt closure event. The expectations for the case were met. No additional info is available regarding this event.